Event description:
The customer reported that the probe of the coulter ac*t diff analyzer leaked approximately 1 ml of reagent fluid inside the control vial while running the low control. The customer was unable to reproduce the leak. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) assisted the customer with troubleshooting over the phone and the customer reported to the fse that a clear fluid (diluent) leak came directly from the probe after sample aspiration. The fse suspected that the issue was due to a vacuum pump and advised the customer to turn the instrument off for 5 minutes and then turn it back on again. The customer ran several samples to test but reported that the unit is working perfectly. As of 06/12/2013, the customer has not had any issue with the instrument and the customer declined service. Failure mode is unknown but is likely attributed to a lack of vacuum from the vacuum pump (for a split second or that the pump was slow to start) which caused the probe to leak. The customer stated that the issue had only occurred once and the instrument was working perfectly so the customer cancelled the service visit. (B)(4). The customer declined service.